Event description:
A literature article received notes three major complications. The first major complication reported was that after the implantation of a right atrial leadless pacemaker (ralp) that the patient experienced a moderate pericardial effusion which was managed conservatively without intervention. The second major complication was that a right ventricular leadless pacemaker (rvlp) was dislodged resulting in embolism in the right atrium during the procedure. The rvlp was removed and a new rvlp was implanted. The third major complication was that a day after the implantation the ralp was dislodged. The physician elected to explant and replace the ralp.